Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was brought into the clinic on (B)(6) 2016 with symptoms of low sternal chest pain, nausea/vomiting, diaphoresis, and pallor. It was reported that the pump parameters and echocardiograms were ¿fine¿. The following day, the patient was found to have a sudden onset of right sided weakness and expressive aphasia. A head CT scan revealed a non-bleeding, multi-focal infarct in the left middle cerebral artery (mca). Anticoagulation was held for 2 days and then coumadin was restarted. The patient was reportedly getting better; however, aphasia and numbness in the right arm persist. The patient¿s inr at the time of the event was 3 and never went below 2.5. It was reported that the patient would be discharged to acute rehab. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.